Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and other blood glucose level was 209 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin shots for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting and diarrhea. Customer stated that they did not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer stated insulin exited at the quick release. Customer states the cannula was bent. The insulin pump will not be returned for analysis.